Event description:
A voluntary medwatch report was received that stated that the pt was admitted for chest pain and had four stents implanted. The pt was discharged home two days later. The pt went to bed the following night and woke up saying that they had chest pain and arm numbness. 911 was called and the pt became pulseless in the emergency room and expired after midnight.